Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used from a vh-2004 accessory kit to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: a visual inspection showed that the black check valve was missing, suggesting that it had popped out after filling the balloon with air and removing the syringe. The reported failure was confirmed. A lot history record review was completed to the product. There was no non-conformance which could have attributed to this failure mode.